Event description:
Nitinol basket broke during procedure.what was the original intended procedure?cystoscopy, right ureteroscopy, with holmium laser lithotripsy, stonemanipulation, basket stone extraction, double-j stent exchange.